Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). Though the customer alleged that the contamination that she observed on the faceplate and diaphragm was mold, without testing the particulate, it cannot be determined what it is. Investigations into contamination of the faceplate and/or diaphragm indicate that it is likely the result of milk backup, caused by improper positioning and/or improper cleaning/maintenance. The instructions for use indicates that the containers should not be tilted when pumping and if a milk backup occurs, that the tubing, faceplate and diaphragm must be cleaned before the next pumping session. Additionally, the instructions for use provides cleaning instructions, which include washing the breast pump kit parts after each use, sanitizing the breast pump kit parts once daily and cleaning the faceplate and diaphragm monthly.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that her pump in style breast pump had mold on the diaphragm and on the back of her faceplate, which she tried to clean but was unable to remove. She additionally alleged that she believed the mold contributed to her baby's breathing issues, for which the baby was prescribed antibiotics approximately six weeks ago. Because there has been no improvement breathing, the baby has now been prescribed an inhaler.